Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4)alleging that her onetouch ultrasmart meter read inaccurately high compared to her feelings and another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on an unspecified day in (B)(6) 2013 (time unknown), she began to feel lightheaded; a symptom she associated with a low blood glucose (bg). The patient informed the csr that she usually feels symptomatic when her bg drops below 3.0 mmol/l (54 mg/dl). A few minutes after the onset of the symptom, the patient stated she tested her blood glucose with the subject meter and obtained a reading of ¿25.9 mmol/l (466 mg/dl)¿. The patient manages her diabetes with oral medications (glyburide and metformin). Despite associating the symptom with a low bg, the patient took 1 tablet each of glyburide and metformin in response to the high bg result obtained. Approximately 5 minutes after testing with the subject meter, the patient tested with her spouse¿s meter and obtained a reading of ¿5.7 mmol/l (103 mg/dl)¿. Based on statistical methodology, the calculated difference between these blood glucose readings exceeds the expected value of less than or equal to 30%. The patient denied treating herself for a low bg excursion after testing with the other device. However, approximately 30 minutes after testing with her spouse¿s meter, the patient asked her spouse to take her to the hospital because she was not ¿feeling well¿. The patient stated that it took 15 minutes to arrive to the hospital. At time of arrival to the ER, the patient confirmed her blood glucose was tested and the lab result was ¿4.9 mmol/l (88 mg/dl)¿. The reporter confirmed no other tests were performed at time of ER visit and reported that she was treated with IV fluids. The patient did not know if the IV fluids were given to her to treat for a low bg excursion or another medical condition. At the time of the follow-up call, the patient mentioned to the csr that she suffers from migraines and fibromyalgia. Prior to the onset of symptoms, the patient stated she had last tested her blood glucose with the subject meter the evening prior. The patient did not remember the specific result obtained with the subject meter; however, did recall that the reading was within her normal bg range (between 5 and 7 mmol/l). The patient denied making any changes to her usual diabetes management regimen in response to result. At the time of initial call to lfs, the patient reported that she had discarded the subject meter and test strips she was using. The csr was unable to capture meter serial number or test strips lot # associated with this inaccuracy complaint. This complaint is being reported because the patient received medical intervention by an hcp after obtaining an alleged inaccurate high reading with an lfs device. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.